Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation a b30 (scope communication error) was confirmed. The evaluation uncovered the image does not appear due to contact failure of the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred on the hd camera head and no image. Upon inspection and testing of the customer returned device, the image does not appear due to contact failure of the video connector. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the cause of the communication failure was due to a defective connection. The cause of the defective connection could not be identified. Olympus will continue to monitor field performance for this device.